Event description:
The patient called to report on (B)(6) 2013 at 11:00 pm her blood glucose was reading 9 mmol/l (162 mg/dl). Her bg and insulin history for the following days (9/13) is as follows: time: 6:00 am, bg (mmol/l): 18.8, mg/dl: 338, bolus(u): 3.04; time: 6:58 am, bg (mmol/l): 19.8, mg/dl: 356, bolus(u): 0.65; time: 7:52 am, bg (mmol/l): 20.3, mg/dl: 365, bolus(u): manual injection (dosage not reported). The pod was then deactivated and discarded. The patient felt sick so she decided to go to the hospital. At the hospital she was admitted for diabetic ketoacidosis and was treated with a regiment of insulin and fluids intravenously. She stays in the hospital for another 3 days and was released on monday (B)(6). The patient also mentions that she did not eat anything for a few days.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.